Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer stated that they had symptoms of gastroparesis prior to hospitalization and also experienced symptoms like nausea, vomiting, abdominal pain and diabetic ketoacidosis. Customer was using insulin pump system within 48 hours of reported event. The customer stated that insulin pump¿s auto mode was inactive. The customer was treated with insulin drip. Customer did not allege insulin pump was under delivering. Customer stated that the cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.